Event description:
A report was received from the USA with info stating that, during pt use, the device shutdown and the alarm could not be silenced or reset according to the caregiver. The pt was manually ventilated and then transferred to another ventilator. There was no reported negative pt consequences.

Manufacturer narrative:
A circuit calibration and user verification was performed without problems at the distributors workshop. The device was not returned for investigation to the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection showed no signs of damage. The unit was powered on an cycled multiple times and each time the alarm silence button successfully silenced the alarm. The event logs were reviewed and there were no records of difficulty with the alarm silence reset button. The reported malfunction could not be duplicated.